Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws were loose and did not keep tension, an investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier instrument was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. Failure analysis found the primary failure of cracked input disk to be related to the customer reported complaint. The instrument was found to have multiple input disk cracked. Input disk #6 and #7 was found cracked inside the housing. The root causes of the failure mode broken instrument input disks are attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument jaws were loose and did not keep tension. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: it was confirmed the event date was (B)(6) 2023. The procedure was a davinci whipple. The issue occurred while clamping on tissue and the clip would not lock into place. There was no harm to the patient. Site used a back-up clip applier to continue with the procedure.